Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2018 following inappropriate shocks. Upon review, the right ventricular lead exhibited far-field p-wave oversensing. An x-ray was performed and the right ventricular lead was located in the atrium. Additionally, the left ventricular and right atrial leads were dislodged as well. Twiddlers syndrome was suspected. It was noted that the patient had a car accident sometime in (B)(6) and the left ventricular lead had been noted to be dislodged at that time. On (B)(6) 2018, the leads were removed and replaced. During the procedure, the leads were noted to be twisted in a spiral above the device. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.